Manufacturer narrative:
Device returned to manufacturer. Device evaluation has not been completed yet. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the chuck was not closing properly. The repair technician reported the jacobs chuck came apart, the clamp jaws were missing from the chuck, and the device showed no evidence of loctite on the chuck sleeve threads. Chuck broken/loose is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. A product investigation was completed: the complaint condition is confirmed. A complaint history review, service and repair review (s&r), and risk assessment review was performed as part of this investigation. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended and the risk assessment, where applicable, was found to adequately address the complaint condition. The universal chuck t-handle (393.10) is extremely versatile, mentioned in over 30 synthes technique guides. It is utilized in a large number of procedures including knee, pelvis, schanz screw insertions, tibia, femur, and removal of broken nails. There are two of these instruments in many graphic cases. The returned instrument was examined and the complaint condition was able to be confirmed as the chuck would not open/close as intended due to missing clamp jams that were observed. The balance of the device is in fair condition with some wear and tear. Relevant drawings for the returned instrument were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot numbers and in each instance no material record reports, non-conformance reports or complaint-related issues were identified with the lots numbers which may have contributed to the complaint condition. A root cause could not be determined as the circumstances at the time of the event are unknown. A possible cause may be attributed the device being taken apart during sterilization (as indicated by s&r due to missing loctite) and losing parts during the process. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Service history review: no service history review can be performed as part 393.10 with lot 9150114 is a lot/batch controlled item. The manufacture date of this item is april 28, 2015. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Device history record review: manufacturing location: (B)(4) - manufacturing date: april 24, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a universal chuck with t-handle would not close properly. As a result, the device could not grab anything as intended. The issue was discovered as the set was being prepared during sterile processing. There was no reported patient or surgical involvement. This report is 1 of 1 for (B)(4).